Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The exact root cause of the reported condition was not determined.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. Upon receipt, it was noted that the device contained approximately 250 ml of fluid in the reservoir. Visual examination confirmed the reported condition of broken tubing near the distal luer. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Event description:
Baxter (B)(4) received a report that an intermate had broken tubing near the distal luer. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. The device was filled with a 250-ml solution consisting of 4000 mg of fosfomycin and 0.9% saline. This event was discovered after the device was filled, but before the device would have been connected to the patient. Therefore, there was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.